Event description:
It was reported that during the implant procedure the ventricular lead reached the target position but tested parameters were not ideal. The threshold was high and sensing was low the physician adjusted positions but parameters remained unacceptable. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.